Event description:
During a mandibular osteotomy, the pt received a first degree burn to the lip. Bacitracin ointment was applied. The procedure was completed with back up equipment.

Manufacturer narrative:
Investigation results found corrosion in the attachment and a worn internal component. The instructions for use includes operating and maintenance instructions for effective product use. The attachment that caused the alleged first degree burn and the back up attachment were returned to the MFR. Both attachments were evaluated for this investigation.